Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked on reservoir tube lip and cracked battery tube threads noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 347 mg/dl at the time of incident. The customer's blood glucose was 471 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles and leaks. The customer stated that the basal rate was incorrect. The customer was assisted in correcting the basal rate. The customer performed high pressure test. The customer stated that the insulin pump failed high pressure test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.